Manufacturer narrative:
Investigation results indicate severe corrosion on several internal components.

Event description:
It was reported that the handpiece leaked a black, oil-like substance during a craniotomy. The substance did not enter the surgical site. The procedure was completed with back up equipment. There is no reported adverse event to the pt as a result of this malfunction.